Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet1480 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC implanted on (B)(4). When flushing it was noted leaking and when pulled it out they saw a hole 5cm from zero mark. PICC used for cytostatic.